Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device system exhibited an out-of-range (oor) shocking impedance of greater than 125 ohms for the right ventricular (rv) lead. All other daily measurements had been within normal ranges. A boston scientific technical services (ts) was consultant and discussed that the test performed in-clinic was a commanded impedance test which differs from the daily measurement (dm) test in terms of how the shock lead impedance is measured and reported. The ts consultant advised preparing a save-to-disk/memory analysis and forwarding the device data to boston scientific for engineering review in order to evaluate the separate shock lead vector measurements. The save to disk was sent in and, noted that a shift from a stable/in-range shock impedance measurement to greater than 125 ohms would typically indicate a change in the device-lead system, engineering evaluation of this device memory indicates that the difference observed with the shock impedance calculated via (B)(4) vs. The in-clinic commanded impedance test was a direct result of slight variation in impedance measurements for the two vectors associated with the device case/can. The vectors that are associated with the can (rv coil to can and ra coil to can) are very close to the defined alert/warning limit of 125 ohms. A change of only a few ohms seems to be occasionally moving an otherwise in-range measurement to greater than 125 ohms. The patient will be monitored for now. To date, no adverse patient effects have been reported.